Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a change sensor alert. Blood glucose at the time of the incident is unknown. The customer stated that they removed the sensor and the cannula was short. The call was disconnected and the customer could not be reached. The product will not be returned for analysis.